Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Insulin pump error followed by a pump error was present in the pump trace download, problem isolated to electronic board stack. Tested with a test p-cap and the test p-cap locked in place properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer stated they were able to clear the alarm and able to complete the rewound pump. Customer also stated that self-test pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.